Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug was on the distal end of a 6f exoseal vascular closure device (vcd) after the deployment button was pressed and the device removed. There was no reported patient injury. The device was being used in an endovascular thrombectomy procedure for hemostasis. The vcd was used with a 6f non-cordis sheath. The device was used as usual. The device was discarded due to infection disease.

Manufacturer narrative:
As reported, the plug was on the distal end of a 6f exoseal vascular closure device (vcd) after the deployment button was pressed and the device removed. There was no reported patient injury. The device was being used in an endovascular thrombectomy procedure for hemostasis. The vcd was used with a 6f non-cordis sheath. The device was used as usual. Additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18395521 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided and the nature of the complaint, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " vascular closure device (vcd) deployment difficulty partial deployment¿ could not be evaluated. With the limited information provided and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. The user is then instructed to press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. The IFU cautions that care should be taken to ensure no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button, the user is instructed to retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. However, a risk assessment has been initiated to further investigate similar complications reported.